Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused; chemotherapy residue was present (>25%) after twelve days of expected infusion. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.